Event description:
Removal of disc fragments from behind the vertebral bodies of c6 and c7 was carried out with a blunt nerve hook and kerrison punches 1 and 2 mm.while removing this large disc fragment, I realized that the small tip of a 1mm kerrison punch was actually missing from the instrument. Obviously this was broken and I suspected it was trapped behind a vertebral body. So intraoperative x-ray were taken, confirming that the small metallic fragment was behind the vertebral body of c6 and migrated laterally. I attempted several times with a blunt long nerve hook to retrieve the fragment, but it was impossible to go beyond a certain point without exerting too much pressure and risking to damage the spinal cord. Since this small fragment was not causing any compression of the spinal cord or any distortion, I believed it was reasonable to leave it in place rather than trying to mobilize it with blunt instruments.